Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. There was no reported adverse impact to the customer¿s blood glucose level. No additional patient or event information was available.